Event description:
It was reported that a small volume infusor experienced no flow. This occurred during use at a patient¿s home. The reporter stated that the patient came back to the hospital after two days. A nurse removed the luer connection and confirmed that the solution was not flowing out of the distal end of the infusor tubing. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured september 16, 2013 ¿ september 17, 2013. Evaluation summary: the device was received for evaluation with approximately 50 ml of fluid within the bladder. Visual inspection showed no signs of blockage or physical abnormality that could have caused the reported no flow condition. A functional flow test was performed by removing the luer cap from the distal luer. Upon removing the luer cap, flow was immediately observed from the distal luer. The reported problem could not be replicated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.